Event description:
My mother has stage 4 biliary cancer and she had an angiodynamics, upn h787ct96stsdvi1, lot a0925029 smart port put in thursday (B)(6) 2025 by dr. (B)(6). (B)(6). She was having severe pain at port site the following week. We spoke to her oncology office (B)(6). And they said to go to ER. I took her to (B)(6) on friday (B)(6) 2025. They uncovered two large blood clots. One went from the incision in her neck down to her hand and the other from the port through the vessel leading to her heart. She also developed thrombophlebitis from the port tube in the vessel. She was admitted and treated for the clots and the thrombophlebitis. Before her discharge the doctors wanted to draw blood from the port to make sure there was not any bacterial growth. They tested the port via CT scan and found the port could receive the CT fluid but could not draw out from port. The decision was made to remove the port. We were told it was due to the smart port being defective. She was finally released on thursday (B)(6) putting her behind on her treatment and in a much weaker state patient underwent port placement at (B)(6) hospital by dr. (B)(6) on (B)(6) 2025. Presented to our facility 1 week later complaining of pain and irritation around the site. Called her surgeons office initially and they told her to come to the emergency room for further evaluation. In the emergency room, she denied any fever, chills, cough, chest pain or shortness of breath. Vitals demonstrated tachycardia but otherwise stable. Labs pertinent for glucose 214, alk phos 240, white blood cell 23.0. Computed tomography angiography chest demonstrated inflammatory changes throughout right neck and mediastinum in addition to thrombus in the superior vena cava concerning for infectious thrombophlebitis in addition to worsening metastatic disease but no pulmonary embolism. Doppler ultrasound of right upper extremity demonstrated deep vein thrombosis in right internal jugular vein, subclavian, axillary and brachial veins. ER provider discussed case with her oncologist dr. (B)(6) who recommended initiation of heparin glucose tolerance test. They also discussed the case with dr. (B)(6) who recommended the patient stay at her current facility at which point our vascular surgeon was contacted and agreed to see the patient in consult. Patient received fluids and IV zosyn during her emergency room course. She was admitted for further evaluation and management. General surgery initially was going to hold off on surgical removal, but in light of the results they were planning to remove at a later time. Vascular surgery saw her and recommended continuation of the heparin infusion for now and to transition to a direct oral anticoagulant upon discharge, but no invasive procedures planned from their perspective. 1 set blood cultures grew methicillin-sensitive staphylococcus epidermidis, most likely contaminate. ID felt no infectious reason to remove port, as event if methicillin-sensitive staphylococcus epidermidis found on port, sometimes the line can be salvaged. She underwent venous port check in interventional radiology and the tip was likely adhered to the superior vena cava. Interventional radiology recommended port removal. She had port removed (B)(6) and was cleared to start eliquis today after her procedure. Principal problem: acute deep vein thrombosis (dvt) of right upper ext.